Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product idl 3 093-28, lot# va0clpv, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy with symptom return. The patient felt stimulation. No trauma/falls were reported that could be related to this issue. The patient was going to change to program 1. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Indication for use was noted as: urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient continued to have a loss or change of therapy despite therapy being on and increasing stimulation. The patient reportedly had been urinating more. The patient stopped taking trospium about 6 weeks ago, tried kegels, and doubled her pads at night. It was also noted that the programmer was not working and the issue was resolved by changing batteries. The patient was implanted for urinary dysfunction and gastrointestinal/pelvic floor.